Event description:
It was reported, the patient was scheduled for a revision of the system in april and their healthcare professional (hcp) wanted to do an MRI scan of the brain and a stereotactic CT scan. The reporter stated, the scan was related to lead position. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot# v395384, implanted: 2010 (B)(6); product type lead product ID 7438, serial# (B)(4); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).